Event description:
It was reported that post implantation of femoral hardware the patient was experiencing pain. Due to the patient's pain the surgeon removed the femoral hardware. The original date of implant is unknown. The surgery was successfully completed with no reported patient harm. This complaint involves one 12mm titanium lateral entry femoral nail and four unknown screws. This report is for one femoral nail. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant is unknown. A review of the device history records did not reveal any complaint-related manufacturing issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.